Event description:
The targeter missed holes and the threads for the impactor were damaged. Didn't thread the impactor all the way down. Left one distal hole empty because it kept missing. However, the targeter aligned perfectly on the table.

Manufacturer narrative:
A review of the manufacturing and inspection records revealed no discrepancies. Non-conformances regarding the event with this product were not filed. Local investigation revealed that the event was not caused by the device because fully functional. As the item had been distributed roughly 12 years ago ¿ typical damages of use were determined ¿ it was concluded that it had fulfilled its intended tasks in previous surgeries. Thus, the rework during manufacturing had not contributed to any event. This event did not present a complaint regarding product quality and was not device related. The nhs can only be associated with targeting accuracy if not correctly tightened. The event was not caused by product deficiency.

Event description:
The targeter missed holes and the threads for the impactor were damaged. Didn't thread the impactor all the way down. Left one distal hole empty because it kept missing. However, the targeter aligned perfectly on the table.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report.